Event description:
The customer reported that the system would not allow fluoroscopic exposures. No patient/user injury or death was reported.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided.